Event description:
It was reported, that during use on a patient. The cs100 inta-aortic balloon pump (iabp) alarmed "electrical test failure code 35." The hospital replaced the standby machine. The patient was doing heart stenting surgery. And the surgery induced heart failure, so the doctor used iabp. The patient's condition was stable for a while, and the patient eventually died. The cause of the patient's death is unknown.

Manufacturer narrative:
Updated fields: h6 (evaluation method, result & conclusion code). We have received information, that the customer has kept the main board in their possession. Thus it is not, available for return to getting¿s national repair center (nrc) for failure investigation. If the customer later releases the suspected defective main board to us, we will submit a supplemental report.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A getinge service territory manager (stm) was dispatched to the customer's site. The stm evaluated the iabp and was able to reproduce the reported issue. To resolve the issue, the stm replaced the main board and the iabp worked normally. The stm then performed all calibration, functional and safety tests on iabp, which passed per factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that during use on a patient, the cs100 inta-aortic balloon pump (iabp) alarmed "electrical test failure code 35." The hospital replaced the standby machine. The patient was doing heart stenting surgery and the surgery induced heart failure, so the doctor used iabp. The patient's condition was stable for a while, and the patient eventually died. The cause of the patient's death is unknown.